Event description:
It was reported when using the bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m, the device experienced clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: we get small microcoagles in the coagulation tubes. Appears after spinning them. Becomes like a little "flower" on top of the white blood cells applies to both treated and untreated patients. Microcoagles 1 and 3 are heated clots. We had 10 yesterday as we saw and are today up to 7 so far today.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 02-nov-2021. H.6. Investigation: bd received 3 samples and 3 photos for investigation. The photos were reviewed and the indicated failure mode for microclots was observed. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and upon completion, the indicated failure mode for microclots was observed. The 200 retained tubes from this lot number were inspected and no tubes with insufficient additive were identified. Bd was able to replicate the customer¿s indicated failure (clotting). Due to the complaint intake and timing of specimen receipt the testing was performed on expired product. This is not a usual practice and may influence interpretation of said conclusion. We have not received to date any variance with regards to clotting or fill level on this lot for this product. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode microclots. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1053849, medical device expiration date: 2021-11-30, device manufacture date: 2021-02-22. Medical device lot #: 1089515, medical device expiration date: 2021-12-31, device manufacture date: 2021-03-30. Medical device lot #: 1148980, medical device expiration date: 2022-02-28, device manufacture date: 2021-05-28. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m, the device experienced clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: we get small microcoagles in the coagulation tubes. Appears after spinning them. Becomes like a little "flower" on top of the white blood cells. Applies to both treated and untreated patients. Microcoagles 1 and 3 are heated clots. We had 10 yesterday as we saw and are today up to 7 so far today.